Event description:
Pt presented to the emergency dept with severe congestive heart failure requiring intubation and the onset of pressors status post angioplasty with stent placement. Pt was placed on iabp at appox 10:15a, at approx 2250 blood was found in iabp tubing & balloon filling, not necessitating removal. Pt developed falminant vfib refractory to dc cardioversion, unresponsive to full CPR & advanced cardiac life support. When iabp was removed it was found to have a split down the middle.

Event description:
Add'l info rec'd from MFR 11/20/00: the product has not yet been returned to datascope for evaluation and is still "promised" for return. If the iab is returned, MFR will be provide the requested info as soon as the item is evaluated. The complaint was reported to datascope and subsequently entered into MFR's system.